Manufacturer narrative:
(B)(4). The product involved in the report has been returned and is being processed for evaluation. The device history record for the reported lot number was reviewed and documented that the lot was manufactured according to the approved manufacturing procedures, specifications, and then released by quality assurance. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
Fill volume: 244 ml, flow rate: 5 ml/hr, procedure: unknown, cathplace: IV. Halyard received a single report that referenced two different incidents, which were associated with separate units, involving two different patients. This is the second of two reports. Refer to 2026095-2016-00211 for the first patient. It was initially reported by a pharmacist that they experienced a few elastomeric pumps that did not infuse correctly. Additional information received stated that they encountered two incidents of fast flow, where infusion was complete in 24 hours instead of the targeted 46 hours.

Manufacturer narrative:
The actual complaint product was not returned for evaluation. Sample evaluation is not possible. The root cause is unknown. All information reasonably known as of 04-apr-2017 has been included in this health authority report. Should additional information be obtained, a follow-up health authority report will be provided. The information provided by halyard health represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to halyard health. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint comp(B)(4).